Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the (B)(6) 2022, a nurse advised the patient´s father to consult an endocrinologist as the patient was losing weight (50 lbs in 3 months), vomiting and was experiencing fatigue during the three months prior to the event. On the (B)(6) 2022, the patient and his mother went to emergency room by themselves to consult an endocrinologist. There, a blood glucose reading was taken which was 499 mg/dl and the cgm reading was 199 mg/dl. The patient was admitted to the hospital and transferred to a private room. The patient was treated with insulin and glucose to regulate his blood glucose values. They performed laboratory tests at the hospital and the a1c (hemoglobin a1c or hba1c test) was around 10.4 mmol/l. On the (B)(6) 2022, the a1c was 10.9 mmol/l.the patient has been absent to school for 10 days because of this event. At the time of the report, the patient was still hospitalized and still recovering. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.